Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported via the manufacturer representative that they had a shocking sensation when the device was turned on. It was noted that the patient had a fall that may have contributed to the issue. The patient was instructed to turn off the system until they could meet for troubleshooting the next week. The issue was not resolved at the time of the report.